Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
Customer reported that the site reminder was set to 4 days in the future. Customers blood glucose was not impacted. Customer was able to reset the reminder for the correct day and the pump calculated it correctly. The customer indicated that the site reminder issue was resolved.